Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump malfunction occurred with displayed malfunction code and no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support identified that customer had accidentally set child up with out-of-warranty pump, and customer planned to return home, switch to newer pump, and did not require replacement pump.